Manufacturer narrative:
Additional information has been provided in d.10., h.3, h.6. And h.10. The company service representative examined the system and could not replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The phacoemulsification handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was total absence of ultrasound during the phacoemulsification phase of an ocular procedure. The system was turned off and restarted. Then ultrasound worked as expected but there was weak suction during the irrigation / aspiration phase. The procedure was completed without consequences to the patient. It was noted that a handpiece was used during the procedure; however, the customer is uncertain which handpiece was used.